Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular port. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the output connector assembly of the external pulse generator (epg) was broken. It was also found that the upper and lower cases were broken, the encoder assembly and two knobs were contaminated, and the display frame boss was stripped. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.